Event description:
It was reported that the patient experienced pus oozing from the incision site. The physician removed the device and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.